Manufacturer narrative:
A medtronic representative went to the site to test the equipment and the issue could not be duplicated. The system was found to be fully functional and performed as intended. System logs were reviewed and showed a software bug. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system was unable to take a 3d image. There were no issues taking 2d images. When attempting to take the 3d image, the imaging system tube and detector rotated, the navigation connection was successful, with a beep heard, but no image was taken. The imaging system (image acquisition system (ias) and mobile view station (mvs)) were rebooted and the issue resolved. The system as able to take 3d image without issue. There was a reported delay of approximately 5 minutes to reboot the system. There was no impact on the patient outcome.